Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had a bubble on their skin near their implant. It was also reported that they pressed their brakes and the seatbelt got real tight and since then the device has been attempting to come out of their skin. It was also noted by the patient that the implantable pulse generator (ipg) was hanging on by the thread of their skin. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.